Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 485 mg/dl and an insulin injection was used to address the bg level. The customer had been using apidra insulin in the cartridge and understood that apidra was not labeled for use with the pump. The customer was not able to use humalog or novolog insulin. The customer indicated that the supplies on the pump were to be changed.